Event description:
The device was used during a colonoscopy procedure. Reportedly, bleeding was observed at the anastomosis site. The pt required a blood transfusion. The surgeon performed a laparotomy to complete the procedure.

Manufacturer narrative:
11/14/1997-supplemental report #1 submitted to FDA.